Event description:
It was reported that during preparation of the 3.0 x 23 mm xience v stent delivery system (sds), when the protective sheath was removed, the stent dislodged. No resistance was noted, and no force was applied when removing the sheath and the stylet at the same time. The procedure was completed with a 3.0 x 23 mm xience v sds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.